Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String was gone and the tampon was left in there-vagina [foreign body in reproductive tract]. String came off [device breakage]. Abnormal vaginal discharge [vaginal discharge]. Fatigue, overall [fatigue]. Case description: consumer reported via social media that the tampon string broke, leaving the tampon in her vagina. No serious injury was reported.